Event description:
Consistency of bone cement was not to the surgeons liking, it appears the double bath of bone cement that was mixed hardened too quickly on other end but was still liquid in the middle, by the time it was noticed, the implant was in & set in the cement. This resulted in the physicians removal of the cement by means of chiseling it out. A second double batch was mixed & there were clumps in it. These two incidents were reported to the howmedica people in denver, the bone cement was sent back to the company & user will be using a different brand of bone cement.